Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2020-00015, 3005334138-2020-00019, 3008452825-2020-00016, 3008452825-2020-00017, 3008452825-2020-00019, 3005334138-2020-00020, 3005334138-2020-00021. During the mapping of a ventricular tachycardia ablation procedure, following mapping of the right and left ventricle, the patient experienced respiratory failure and pulseless electrical activity. An immediate cardiac massage was performed, without the restoration of natural heart contraction. There was no pericardial effusion visible with the intracardiac echo and the procedure was interrupted before the ablation. The patient expired. The cause of the respiratory failure and subsequent death is unknown. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported respiratory failure and subsequent death could not be conclusively determined.